Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Revision implants were an x3 e 36mm elevated rim insert and a 36 +7.5 biolox c-taper head with adaptor sleeve. Update 16/november/2018: rep reported patient was revised due to dislocating many times. A trident x3 36e 10° liner and 36 +0 lfit head were explanted.